Event description:
It was reported that during a lap. Chole procedure the clips were falling out of the device. Another device was used to complete the case with no pt consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.